Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white colored biological tissue and deformation. Weight measurement identified the device weight to the specification. Cloudiness was observed after the autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The events of "seroma" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and granuloma.

Event description:
Healthcare professional reported right side implant exchange due to patient's concern with textured product. Additionally, healthcare professional reported "thick capsule" and "serous gel nodules". Device has been explanted.